Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: during the middle of the puncturing in the general surgery department, the nurse thought that the puncture had failed and the needle punctured through the catheter tube when the needle was withdrawn.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: complaint information description: during the middle of the puncturing , the nurse thought that the puncture had failed and the needle punctured through the catheter tube when the needle was withdrawn. Indicate that the indwelling needle was normal during the early exhaust. As no batch number returned, the retained sample products with the same batch number cannot be tested and inspected. According to the experience of previous market visits, the needle and the catheter into the blood vessel at 15°~30°, withdraw the needle by 2mm. And then the needle should be slowly lowered to 5°~10 ° to send the catheter into the blood vessel, so as to ensure that the catheter does not touch the vessel wall, which will lead to needle pierce of the catheter. The root cause of the needle through the catheter during the use of the indwelling needle could not be determined , which may be related to the nurse's manipulation.